Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation/investigation: the actual complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use (IFU), quality control data and specifications was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. In this case the IFU was not followed. The device utilized was a zenith suprarenal device. In this patient, the conversion indicated a type 1 endoleak with sac expansion after 0.39 years. Endograft preservation was performed. Leak at distal end of endograft over sewn, aneurysm sac unopened. Mortality: 8 days, post-op shock. There is no death certificate or autopsy report for review. It is not known what caused the post op shock or interventions taken when shock was diagnosed. There is no medical history for review. It is not known if the patient was at risk for post-op shock prior to surgery. It is not known how long after the surgery the shock occurred. The endograft preservation was performed due to the type 1 endoleak with sac expansion. The physician did not follow the IFU regarding placement of the device and this was a likely contributor to the type 1 endoleak. Sizing information is not available. Cook zenith stents are packaged with an IFU that states: strict adherence to the graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. There is no evidence to suggest any causal relationship between the zenith suprarenal stent and the patient death. At this time, the most probable cause of the patient death is medical procedure and disease progression related. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure, specifically the correct graft placement location. The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. According to table 2, i.d. 16, of the journal article "late open surgical conversion after endovascular abdominal aortic aneurysm repair", a type 1 endoleak with sac expansion was found in a patient with a zenith supra-renal device. This occurred 0.39 years after implant and resulted in a procedure that did not open the aneurysm sac. The leak at the distal end of the endograft was oversewn instead. It was reported that the patient died 8 days post op due to shock. No autopsy report was provided. The user facility reported that there was no available information to add to the reports. The study also indicates that the aortic neck calcification exceeded 50% of the neck circumference in one case. Per the study report (kansal, nagpal, & jetty, 2017, p.166). With increasing and wider application of evar, now including patients outside IFU, the number of complications requiring re-interventions and open surgical conversion is increasing. Operators are more often stepping outside device IFU to enable treatment for larger patient population. Late open surgical conversion following endovascular aneurysm repair (evar) may occur more frequently after performing evar in anatomy outside the instructions for use(IFU). Per table.2, it is evident that the IFU was not followed in this case. A type I endoleak often occurs when the anatomy of the aneurysm is unsuitable for evar or inappropriate device selection. However, it can also be caused as the vessel dilates over time (disease progression). Based on the report the cause for type I endoleak is performing evar in anatomy outside the instructions for use (IFU), resulting in disease progression. A relationship between the zenith suprarenal stent and the patient death could not be determined. The likely cause for patient death reported is procedure related: patient condition related to occurrence due to post-op shock eight days after the secondary procedure. The user facility reported that there was no available information to add to the reports. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
The user facility reported that there was no available information to add to the reports.

Manufacturer narrative:
Citation: kansal, nagpal, & jetty, (2017), late open surgical conversion after endovascular abdominal aneurysm repair, volume (55) pp 163-199. European journal for vascular surgery, information retrieved from: www.doi.org/10.1016/j.ejvs.2017.10.011. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that approximately 0.39 years after the initial evar, the patient had a non-elective conversion to open surgical repair to treat a type I endoleak with sac expansion. The leak at the distal end of the endograft was over sewn and the aneurysm sac was unopened. The patient died eight days after the intervention surgery reportedly due to ¿post-op shock.¿ additionally, it was noted that use of the cook zenith graft was contraindicated due to the patient's anatomy. This retrospective cohort study reviewed all evars performed at the (B)(6) hospital between january 1999 and may 2015. Open surgical conversions after one month post evar were identified. Variables analyzed included indication for conversion, pre-intervention aaa anatomy, endovascular device and configuration, operative technique, re-interventions, complications, and death. The study included 1,066 patients who met the qualifications of the study. Cook devices mentioned: 450 of 1066 were implanted with cook zenith devices. Of the 16 patients requiring late open surgical conversion, 4 (25%) patients were implanted with cook zenith grafts, 12 (75%) patients were male, and the average age was 79 years old. MFR. Report # 1820334-2018-01426 has been created with information obtained from a literary source. This case is related to MFR. Report #¿s 1820334-2018-01273, 1820334-2018-01274 and 1820334-2018-01275 that were written for the other three patients. Additional information was requested regarding event date, medical records, autopsy report, device information, procedural imaging, cause of death, and if the event was previously reported to cook. The user facility reported that there was no available information to add to the report.